Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the appropriate amount of insulin during basal and bolus delivery. Customer heard and felt the "motor" and "slammed" the pump on a table. Motor noise stopped. Bg was 300 mg/dl and have not decreased with 40 units of insulin on board (iob). Customer declined tandem technical support's (cts) offer to troubleshoot and declined to discuss the event with tandem field representatives. Customer declined to provide further information and terminated the call with cts.